Event description:
It was reported that the ventilator had an error code (ec 1007) indicating machine and proximal pressure sensors failed. The issue was found during setup, no delay noted. The service engineer (se) inspected the device. The se replaced data acquisition (da) to motor controller (mc) board cable, da board, mc board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A mc board, da board, and da to mc board cable were returned for analysis. A visual inspection of the returned components was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to contamination on the mc board under ferrite bead component.